Manufacturer narrative:
The investigation of packaging issues has been completed. No product or images were returned for evaluation. Clinical details noted that when the pump packaging was opened to prep the pump, the 14frx25cm dilator was missing. Instead, two 14frx13cm dilators were in the packaging. The root cause of the packaging issues was most likely due to a missing component of the 14frx25cm long dilator. A secondary failure mode of "packaging issues" was added to the investigation due to an extra 14frx13cm dilator present in the introducer kit. The root cause of the packaging issues was most likely due to an extra component as an extra 14frx13cm dilator was in the introducer kit. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26952 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a 14fr 25cm peel away sheath was not in the package of a received set. Another impella cp set was opened to extract the necessary component for impella implant. There was no patient harm.